Event description:
It was reported that the procedure was started with no problems. During the procedure, the location of the guidewire became lost and the physician pulled the guidewire out through the microcatheter and noticed the guidewire was broken. There was no reported clinical consequences to the patient.

Event description:
It was reported that the procedure was started with no problems. During the procedure, the location of the guidewire became lost and the physician pulled the guidewire out through the microcatheter and noticed the guidewire was broken. There was no reported clinical consequences to the patient.

Manufacturer narrative:
Correction: device avail. For eval? - corrected. Device returned to MFR.? - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two pieces: the proximal section measured 95.2cm and the distal section measured 110.5cm. Visual inspection of the returned device found that the proximal part had a bent at 11cm and a kink at 93cm from the proximal end and the distal part had two bents at 74cm and 109cm from the proximal end. Further investigation of the fracture surfaces using scanning electron microscopy (sem) found one failure site on each sample provided. Both samples showed two sections: an external tube and an inner wire. Failure on the external tube on both samples presented evidence of tension and compression zones over the tube surface indicating a bending event and equiaxial dimple ruptures suggesting a final tension moment. Inner wire on both samples showed equiaxial dimple ruptures typical of a tension overload. No materials anomalies were found. The guidewire separation occurred due to a bending overload followed by a final tension overload. Therefore, based on available information and investigation results, the most probable root cause related to operational context has been assigned to this event due to procedural factors encountered during the procedure limited the performance of the device.

Manufacturer narrative:
(B)(6).